Event description:
Portacath inserted at hospital in 2000. It was later repositioned at hospital in dec 2000 per doctor. Portacath non-functioning. Removed by another doctor. Pt and second dr have requested to have the portacath returned to the co for evaluation. Will need to contact hospital to determine the name of the co and the make and model of the portacath.